Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to emergency room and were hospitalized due diabetic ketoacidosis and high blood glucose on (B)(6) 2021 till (B)(6) 2021. Customer¿s blood glucose was 500 mg/dl. Customer stated they had food poisoning. Customer¿s blood glucose was treated with intravenous insulin drip. Troubleshooting was declined for high blood glucose. Insulin pump will not be returned for analysis.